Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this literature review article discussed the efficacy of subcutaneous implantable cardioverter defibrillators (s-ICD) and electrodes in the pediatric field, aimed to investigate the utility and safety of s-icds in patients eighteen years and younger in regard to appropriate versus inappropriate shocks. A total of sixty two patients were enrolled from 30 centers and the patients ranged in age from 3 to eighteen. During a median follow up of twenty seven months, a total of sixteen patients received appropriate shocks and thirteen patients received inappropriate shocks, of which the causes were sinus tachycardia (n=4), t wave oversensing (twos) (n=4), supraventricular tachycardia (n=2), atrial fibrillation (n=1), myopotentials (n=1), and noise (n=1). One patient who received an inappropriate shock due to twos required an additional operation to relocate the electrode. During follow up, 3 patients required a device replacement due to a recall. No patients experienced any electrode fractures or device infections during the chronic phase. No patient expired during the follow up period of twenty seven months.